Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient called to report "pacemaker is kicking in" when the patient drives the golf cart. Follow up confirmed the health professional has seen the patient on multiple dates but the patient continues to feel woozy (device kicking) only when the patient is riding the golf cart. The health professional advised the patient to place some sort of metal plate over the battery compartment of the golf cart, as the health professional believes there is electrical interference taking place. The device remains in use. No patient complications have been reported as a result of this event.